Event description:
(B)(4) 2013 - (B)(4) - it was reported by the consumer that the 9780 shower chair seat cracked and broke in in the middle while the user was in the shower, resulting in a fall in the tub, hurting her back, and bruising. She has a prolapsed bladder, and had a legion on the bladder, which was bleeding for a couple of days. No medical attention was sought. If it is received, file will be revised, and a supplemental MDR report will be submitted.

Manufacturer narrative:
(B)(4) 2013 - (B)(4) - MDR # 1531186-2013-00145 was create and submitted in error because the product is manufactured in the us. Therefore, a notification letter will be sent to the manufacturer, and they shall conduct an investigation of the event, and submit the pertinent MDR report.

Event description:
(B)(6) - it was reported by the consumer that the 9780 shower chair seat cracked and broke in in the middle while the user was in the shower, resulting in a fall in the tub, hurting her back, and bruising. She has a prolapsed bladder, and had a legion on the bladder, which was bleeding for a couple of days. No medical attention was sought. If it is received, file will be revised, and a supplemental MDR report will be submitted.